Event description:
A customer contacted baxter (B)(4) and reported that a cassette was punctured during use. No patient injury or medical intervention was associated with this event. No further information is available.

Manufacturer narrative:
(B)(4). The sample will not be evaluated as it has been discarded. No further information is available at this time; if additional information becomes available a follow up medwatch will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This report for a punctured cassette could not be confirmed as the sample was not returned for evaluation; therefore, it cannot be confirmed in the lab. A batch review was performed on the associated cassette lot (s10d26047) with no issues noted. The report does not provide sufficient information to identify root cause; therefore the root cause was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.